Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed severe pain and loss of distal pulse of right leg post impella sheath placement. External fem-fem bypass was performed. Survival outcome noted that the patient expired while on support. Additional information noted the patient's family requested to withdraw care. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).